Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient's dual chamber pacemaker exhibited spring lead noise issues. Additionally, a drop in impedance measurements below 200 ohms was observed on the non-boston scientific right atrial (ra) lead and right ventricular (rv) leads. The right atrial (ra) lead and right ventricular (rv) leads were surgically abandoned and replaced. The device remains in service at this time. No additional adverse patient effects were reported.